Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge and displayed an error message. There was no report of patient impact or involvement. The device was evaluated locally and the symptom was verified. The power pca, control pca and capacitor were replaced to address the issue. We cannot determine the exact cause because multiple parts were replaced.

Event description:
The customer reported that the device failed to discharge and displayed an error message. There was no report of patient impact or involvement.